Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll euro 200 s/c contained foreign matter. Email ¿ complaint via email. Email(s) attached. Quality received a product complaint from the consumer stating the patient noticed that there was a brown substance dried on the inside of the syringe. The date reported is 08-feb-2026.

Manufacturer narrative:
(B)(4) follow up for device evaluation. One sample and two photos of a 3 ml eurographic syringe, part number 309658, were received and evaluated. The loose sample exhibited a single brownish yellow discoloration mark embedded within the barrel in a non fluid path area. Both photos, including a close up image, showed the loose syringe with the discoloration as described. This condition is considered non conforming to product specifications. As part of the investigation, a molding process engineer confirmed the defect as embedded foreign matter, and a review of technical and electrical logs identified no issues related to the observed condition. The potential root cause of the defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic, which may occur when resin is exposed to prolonged high temperatures within the molding machine, such as during start up. This defect is cosmetic in nature and does not pose a risk to the customer. A device history record review was completed for material number 309658, lot 4025414. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is compliant with applicable product specifications.